Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was foggy. No other info was provided by the hosp. The hosp reported no pt complications had occurred.